Event description:
It is reported that after 8 weeks post-op that the pt presented with a hip related complication which resulted in revision of the components. Devices were implanted in 2008, and explanted at approximately 57 days later.

Manufacturer narrative:
Eval. Summary: the devices were not returned for eval. Probable cause can not be determined at this time. Eval: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.